Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, instability and loosening of the femur and tibia at the cement to implant interface. Cement manufacturer was unknown. Doi: unknown; dor: (B)(6) 2014; right knee.